Event description:
Catheter was retracted beyond retraction mark (black line) into sheath, causing siginificant tidal volume loss into the sheath on a critically ill, severely ventilator dependent patient. Overall length of the sheath allows the catheter to be retracted too far (regardless of marking), creating the leak.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was destroyed/disposed of.